Manufacturer narrative:
Manufacturing site evaluation: on-going

Event description:
Country of complaint: (B)(6). Tip broke during screw placement. During posterior fixation of l4/5 (use at left l4) it was noted that the tip was broken. S4 screw was re-inserted. The driver being used was a loaner device. No harm to the patient was reported; surgical delay greater than 15 minutes.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope. Panasonic dmc tz8 digital camera. We investigated the fracture surface of the instrument. Here we found the typical signs of a intercrystalline cleavage fracture. The broken tip is missing. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: there are no hints of pre-damage or similar. Without further knowledge about the circumstances we assume an excessive force as the causal factor. A material defect can be excluded. No CAPA is necessary.